Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the complete lead revealed insulation damage approximately 16cm from the terminal end which exposed the conductor coils. This lead was confirmed to be electrically continuous indicating the conductors were in tact.

Event description:
It was reported that this right ventricular lead exhibited out of range intrinsic amplitude and noise during follow up. This lead was also noted to have had lead body damage. This lead was then explanted and replaced. No additional adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
This product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular lead exhibited out of range intrinsic amplitude and noise during follow up. This lead was also noted to have had lead body damage. This lead was then explanted and replaced. No additional adverse patient effects were reported.